Event description:
A report was received from a customer that indicated that when the customer used excel off brand reagent strips the customer would receive radically different values. These values were reported within minutes of each other. The examples sited were 40 mg/dl and 5 minutes later from a separate finger stick a 170 mg/dl was obtained. While on the phone the operation of the system was reviewed. Electronic checks were satisfactory. The customer was informed that bayer does no MFR or support the use of an off brand reagent. The complaint is considered closed for purposes of MDR.